Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The device was then functionally tested and the reported issue was confirmed. The root cause was determined to be excess hardened adhesive at the low pressure end of the inlet; the hardened adhesive partially blocked the tubing leading to the reported failure. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Event description:
When using the versajet to clean up the wound, the supporting supply handle of versajet did not flow water. The treatment was completed manually.